Manufacturer narrative:
Email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured implant.

Event description:
Healthcare professional reported right-side rupture and textured. Device has been explanted and replaced.

Event description:
Healthcare professional reported right-side rupture and textured. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. Crease flat is observed. Wear abrasion is observed. No further actions are required as the device was implanted.